Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to hearing an alert. Upon interrogation, the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, elevated sensing integrity counter (sic) and oversensing. As well, there was noise, and t-wave oversensing (twos). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.